Event description:
It was reported the pt presented to the ER with shortness of breath. A transthoracic echocardiogram revealed an elevated gradient. An intra-aortic balloon pump was placed, the pt was taken to the operating room, became unstable, and expired. Additional info has been requested.